Manufacturer narrative:
Combination product: yes. 28-may-2024 additional information: the treated lesion was calcified with 80 percent stenosis degree. After the lesion could not be crossed, the complaint device was successfully withdrawn. Following the target lesion was further predilated with nc balloons and with scoring balloons during which a dissection in the target lesion was detected. The dissection was treated with two orsiro mission stents and one covered stent. Full hemostasis was achieved by prolonged balloon inflation. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation revealed that the stent is severely deformed at both ends, i.e., several struts are strongly bent and crushed. The stent is displaced into distal direction by 4.5 mm. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The angiographic material showed a failed crossing attempt of the target vessel and its withdrawal, but the angiographic material does not show the deformation and the displacement of the complaint stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Manufacturer narrative:
Combination product: yes.

Event description:
2.50/26 orsiro mission drug-eluting stent system was selected for treatment in an om lesion. Despite pre-dilatation, the distal om lesion could not be crossed with the device. The lesion was again sequentially pre-dilated and other orsiro mission stents were deployed successfully.

Manufacturer narrative:
Combination product: yes. Corrected the initial reporter information. Reference CAPA# nc-24-004. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material and the cathlab report provided were reviewed. The technical investigation revealed that the stent is severely deformed at both ends, i.e., several struts are strongly bent and crushed. The stent is displaced into distal direction by 4.5 mm. The balloon is well folded and shows no signs of inflation. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The angiographic material showed a failed crossing attempt of the target vessel and its withdrawal, but the angiographic material does not show the deformation and the displacement of the complaint stent. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.